Event description:
During CABG procedure, pt sustained 2" burn to right thigh from bovi pencil. Bio-med determined bovi machine did not malfunction. Disposable bovi pencil with handtrol buttons not available, so possibility that button stuck cannot be evaluated or ruled out.